Event description:
It was reported that oralpak 3ml blue hospital had foreign matter. The following information was provided by the initial reporter: visible dirt - quantity: 1. Info add received: noticed before use, the moment the syringes are removed from the package for handling by the professional. Client sent photos, but it is not possible to state that is related to this complaint, as there are other complaints open at the same time for these deviations and other batches. Requested to customer clarify. Samples are available for collection. Foreign matter of black color. Usually internally in the syringes, in the plunger, and embedded. There was no notification to anvisa. Purchase invoice (B)(4) - nacional comercial. Document for sample collection provided.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: the batch history analysis (DHR) was performed, the quality notifications were checked, and no deviation was found for this batch. The analysis of the samples sent by the customer was carried out and it was possible to confirm the presence of foreign matter in the syringe plunger. The foreign matter is characterized by "burnt material" that was caused due to degradation of the material in the injection cylinder thread. The production processes were validated according to the defined acceptance criteria. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 3ml blue hospital had foreign matter. The following information was provided by the initial reporter: visible dirt - quantity: 1. Info add received: noticed before use, the moment the syringes are removed from the package for handling by the professional. Client sent photos, but it is not possible to state that is related to this complaint, as there are other complaints open at the same time for these deviations and other batches. Requested to customer clarify. Samples are available for collection. Foreign matter of black color. Usually internally in the syringes, in the plunger, and embedded. There was no notification to anvisa. Purchase invoice 000714247 - nacional commercial document for sample collection provided.